Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a high capture threshold noted on the right ventricular (rv) lead as a result of the rv lead being slightly dislocated. The rv lead was reprogrammed to resolve the event and the patient was stable.

Event description:
New information received that the lead was explanted and replaced to resolve the event and the patient was stable throughout the event.